Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A nt (lot: 30622r1006) was chosen for implantation. During deployment sequence, establishment of final arm angle (efaa) failed. It jumped opened from 20 degrees to inverted. The device was relocked and fully closed, but efaa failed once more. The clip was removed and a replacement nt (lot: 30622r1044) was used to complete the procedure. The procedure ended with mr reduced to grade 2. There were no patient consequences or clinically significant delay.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported unintended movement of clip open during efaa and difficult to open or close (clip jumping) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported unintended movement of clip open during efaa and difficult to open or close (clip jumping). There is no indication of a product issue with respect to manufacture, design, or labeling.